Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. The stent delivery system was returned for evaluation. Even though the stent was found to be partially deployed upon sample receipt, a defect or a deficiency of the device could not be identified. The blue safety tab, which should prevent a premature system activation was found to be removed upon sample receipt. The deployment mechanisms of the device was found being activated upon sample receipt. Therefore, an unintended premature deployment could not be confirmed and the investigation of this issue is closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been evaluated. E.g. A damage of the device during shipment, storage or manufacturing may be a potential factor for the reported event. In this case it was reported that the safety tab has been removed, when the premature deployment occurred. As the blue safety tab should prevent a premature system activation and should not be removed until the stent is about to be released, the reported issue may be use related. A manufacturing related cause was also considered. However, the manufacturing records of this device lot have been reviewed with special attention to the manufacturing and inspection of this product. Inspection of correct stent placement in system is part of 100% final quality control step during the manufacturing process. The review showed that the device met all specifications prior to shipment. Based on the information available and the evaluation of the sample returned, a definitive root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "prior to use, visually inspect the system for any sign of damage. If damaged, do not use. Failure to observe this precaution may result in patient injury." Regarding removal of the safety tab the IFU states: "the deployment system is only ready for use once the blue safety tab has been removed. This should not be done until the stent is about to be released."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details.

Event description:
It was reported that the endoscopic biliary stent could not be inserted into the right hepatic duct due to a slight premature deployment. The device was removed. No patient injury was reported.